Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump was damaged. They were on a motorcycle when they got wiped out and hit the insulin pump. There were two cracks under the display. The customer¿s blood glucose level during the incident was within the range of 100 mg/dl to 120 mg/dl. Troubleshooting was performed. The caller stated the insulin pump was working but they could not read anything on the screen. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.